Manufacturer narrative:
A fragment of the abutment (screw m1.6 abutment) was blocked inside the implant. That is why, ultimately the practitioner decided to remove the implant. On the other hand, the practitioner did not use a broken screw extraction kit to remove the implant. The practitioner has been informed that a broken abutment extraction kit to remove a broken abutment fragment inside the implant does exist to avoid removal of the implant. The abutment has been sent to the supplier for further investigations. Breakage may be the result of excessive force exerted on the prosthesis.

Event description:
A fragment of the abutment (screw m1.6 abutment) was blocked inside the implant. That is why, ultimately the practitioner decided to remove the implant.